Event description:
This is a report of a break in aseptic technique during peritoneal dialysis (pd), which caused peritonitis. On an unreported date, the patient experienced decreased blood pressure. The patient was hospitalized for "body weakness". On an unreported date, the patient experienced a break in aseptic technique, which caused peritonitis manifested by abdominal pain and cloudy effluent. Treatment was not reported. During hospitalization, the patient experienced vomiting with blood and then cardiac arrest. The patient died due to the cardiac arrest. It was not reported if pd therapy was ongoing until the time of death or if the peritonitis had resolved prior to death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.